Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/20/2017. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? Did the needle pull off the suture? What tissue is the needle retained in? Do you plan to remove the needle/suture from the patient? How is the patient today?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle was left behind in the patient. X-ray showed the needle inside the patient. It is unknown how the procedure was finished. The suture is still implanted. Additional information has been requested.

Manufacturer narrative:
Corrected narrative: it was reported that patient underwent lap cholecystectomy on (B)(6) 2017 and suture was used. During the closure of the abdominal wall, the end of the needle was found missing. CT was performed and localized the needle to the abdominal fascia. The patient will undergo a further procedure to have the needle removed. The current patient status is well without any complications. Additional information was requested and the following was obtained: 1. What was the name of the procedure? Laparoscopic cholecystectomy 2. Did the needle pull off the suture? End of needle was found missing during closure of abdominal wall 3. What tissue is the needle retained in? CT has localised the needle to the abdominal fascia 4. Is there a plan to remove the needle/suture from the patient? Yes, pt is planned to have a further procedure to have it removed, although date had not been booked. 5. How is the patient currently? Pt is well without any complications attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Did the needle break or did the needle pull off the suture? 2. What is the size of the needle piece that was retained in the patient? 3. What is the date of the procedure for suture removal? 4. Do you have the broken needle to return for evaluation?

Manufacturer narrative:
Additional information was requested and the following was obtained: did the needle break or did the needle pull off the suture? Pulled off the suture. What is the size of the needle piece that was retained in the patient? Entire needle was left in situ. Removal of suture was performed by a different surgeon. The date of suture removal was not available.